Manufacturer narrative:
(B)(4). The manufacturing site name and address were unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor seized, jammed and moved heavily. It was further determined that the device failed pretest for check status of development, general condition, check reverse locking mechanism, check for excessive noise and check the power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse functionality on the compact air drive device was blocked. It was further determined that the device lacked force and lubrication. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: it was reported that the root cause was normal wear in the initial report. However, further investigation determined that normal wear was not appropriate as the device was returned for service within the recommended service interval timeframe(1 year). Therefore, the assignable root cause has been updated as premature wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility.